Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the stent of a 5mm x 20mm precise pro carotid self-expanding stent (ses) delivery system could not be released. The operator used greater force; however, the stent remained unreleased after several attempts and the device was removed. There was a little resistance felt when removing the device; however, the device could be removed and remained in one piece during its removal. A 6mm x 30mm precise pro ses was used to complete the procedure. There were no reported injuries to the patient. A non-cordis protective umbrella was delivered to the distal site of the lesion and a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was used to dilate the lesion prior to the use of the precise pro ses delivery system. This was during a procedure to treat an 80% stenosed right internal carotid artery lesion at the middle c1 segment which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during the attempted deployment. There was no indication that the stent was partially deployed when removed from the patient. The device will be returned for evaluation. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. It arrived with the stent already deployed, not in its expected manufacturing position. No damage or abnormalities were observed during the evaluation. A dimensional analysis was performed to measure the outer member od and the parameters were found within specification. A partial functional analysis was executed to determine if the deployment mechanism was compromised in the received unit. The stent was not present on the unit, nevertheless the deployment mechanism was simulated, and no anomalies were observed. The reported ¿stent delivery system (sds) ¿ deployment difficulty - unable¿ could not be confirmed based on the analysis of the returned device. The exact cause remains undetermined. Although there was a report of the inability to deploy, the stent was not returned in its expected manufacturing position and the device passed a simulated functional analysis without any issues. Additionally, due to the nature of the complaint, the reported ¿stent delivery system (sds) - withdrawal difficulty ¿ from vessel¿ could not be confirmed as it is difficult to confirm any difficulties related to withdrawal of the device as this cannot be simulated in a lab setting. Many factors may contribute to withdrawal difficulties including and/or not limited to, patient anatomy, vessel characteristics, and operator techniques. A dimensional analysis was performed to the outer diameter of the device and results were found within specification. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 20mm precise pro carotid self-expanding stent (ses) delivery system could not be released. The operator used greater force; however, the stent remained unreleased after several attempts and the device was removed. There was a little resistance felt when removing the device; however, the device could be removed and remained in one piece during its removal. A 6mm x 30mm precise pro ses was used to complete the procedure. There were no reported injuries to the patient. A non-cordis protective umbrella was delivered to the distal site of the lesion and a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was used to dilate the lesion prior to the use of the precise pro ses delivery system. This was during a procedure to treat an 80% stenosed right internal carotid artery lesion at the middle c1 segment which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during the attempted deployment. There was no indication that the stent was partially deployed when removed from the patient. The device will be returned for evaluation.